Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported the therapy was working great but within the last month they noticed the device had become dislodged and was "poking out of their skin". Pt also stated they were in a lot more pain and didn't feel like the therapy is working as well as it did. Pt mentioned they had been getting sciatica really bad. Agent offered to walk pt through making adjustments to their therapy if they'd like, pt declined and stated they had already tried different therapy settings. Pt said they reached out to the healthcare provider (hcp) about their therapy concerns and the hcp recommended pt request therapy reprogramming. The pt reported they have an appt. Set up with their hcp on friday. The patient was redirected to their hcp to further address the issue and reviewed hcp can invite a manufacturer representative to the appt for reprogramming if needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.